Event description:
Complainant alleged that the facility's staff discovered that the on/off knob from the device's main control knob had become free from the switch spindle. There was no indication that there was any pt involvement in the reported malfunction.